Event description:
It was reported that a leak occurred on the homechoice (hc) device during the set up. The caregiver (cg) left an unused supply line clamp open and when the frangible on the supply bag solution was broken, the solution went through the line and out of the unused supply line. The cg stated that the cap was still on the line. The technical service representative (tsr) advised the cg to start the therapy over using all new supplies. The tsr assisted the cg with removing the cassette. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a leak, where the caregiver (cg) left an open clamp on an unused supply line causing a leak. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If any relevant information is obtained, a supplemental report will be submitted.